Event description:
Initiating dialysis tx-arterial stick in place, venous stick inserted-immediately blood began leaking out at base of safety device, 2 other employees called over to witness. Ven needle then pulled per protocol, needle given to fellow employee to discard whom upon inspection, discovered needle was not in safety sheath. Further inspection revealed needle still in pts fistula. Employee able to pull needle without injury to pt or self. Pt restuck with same type needle, different lot # without further problems, receiving dialysis tx. However, all needles with same lot # as malfunctioning device were pulled from floor, not to be used. Malfunctioning device saved for evaluation.